Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing threshold measurements. It was noted the lead had pulled back with no slack. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.